Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid right common iliac artery with moderate calcification. The 10 x 29 x 135 omni elite 35 stent delivery system (sds) was advanced to the lesion via direct-stenting. The sds balloon was inflated with a syringe and a luer lock. During inflation to an estimated 5 atmospheres (atm), it was noted that only half of the balloon was inflated, and only the proximal portion of the stent was deployed. The distal portion of the stent remained crimped on the balloon. Due to the un-equal balloon inflation, the position of the stent moved slightly in the proximal direction, but the physician was able to push the sds forward to the right position over the stenosis. The stent was then implanted successfully at 11-12 atm with the sds balloon. The procedure was completed with a good result. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .035 terumo. Inflation: luer loc syringe. Sheath: 6f terumo. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The physical resistance and inflation difficulties could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). No pre-dilatation. It should be noted the omnilink elite peripheral stent system instructions for use states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Additionally, it was reported that the proximal end of the balloon inflated first, which is consistent with the design of the product as the proximal end of the balloon will fill with contrast first and then the rest of the balloon will fully inflate. It is possible that the failure to pre-dilate the calcified lesion contributed to the difficulties deploying the stent.